Manufacturer narrative:
This supplemental report is being submitted to provide correction to the initial emdr submitted. Updated fields: h2, h11. The initial emdr was sent in error as the reported issue "cannot take pictures" would not cause or contribute to death or serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had not taken pictures. The event occurred during inspection for use. There were no reports of patient involvement.